Event description:
On (B)(6) 2012, it was reported that the check button on the infusion devices was not functioning. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No physiological effects were reported. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.